Event description:
No further information was provided at this time but was expected from the hcp once the pump was removed.

Manufacturer narrative:
The manufacturing site ID was previously reported as # 3007566237. Additional information indicates the correct manufacturing site ID is # 3004209178. (B)(6).

Event description:
Additional information was received. It was reported that the explant date of the pump was (B)(6) 2017. It was reported that the pump serial number is (B)(4). It was reported that the catheter (8781, serial number (B)(4)) was placed t8/t12. The drugs in the pump initially were morphine 10 mg/ml at 2 mg/day and was changed to hydromorphone 8mg/day and clonidine 400 mcg/day. It was noted that the pump was implanted (B)(6) 2011. The patient¿s medical history included ruptured discs, bilateral leg pain, and back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A representative further reported that the pump had not yet been taken out yet. No further information was provided at this time but was expected once the pump was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that there was a pump stall. It was noted that the pump was implanted but out of service. There were no reported env ironmental/external/patient factors that may have led or contributed to the issue. There were no reported interventions/actions that were taken to resolve the issue. There were no reported symptoms.

Manufacturer narrative:
Pump interrogation revealed the pump had normal saline 9.0 mg/ml infusing at 1.0008 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.